Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received replace battery now. The customer stated they did not received a low battery alert prior to the replace battery alert or replace battery now alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer returned device for an alleged unexpected battery power loss found on (B)(6) 2022. Device passed displacement test, self test, active current measurement and sleep current measurement. Device successfully downloaded to thus. Test p-cap successfully locked into the reservoir tube. The power management graph confirmed pump error 25, low battery alert, power loss alarm, replace battery alert, and replace battery now alarm were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.7 volt for 4 consecutive hours due to connector resistance after disconnecting and reconnecting the internal battery connector on, the device was monitored and functioned properly. The device was cut open and the electronic assembly, battery cap and battery tube were inspected and a corroded battery tube was noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, corroded battery tube, cracked case (battery tube), cracked case on corner of belt clip rails and minor scratches on lcd window. In summary, customers alleged unexpected battery power loss was not confirmed during testing. No alarms or battery anomalies were found in the device history file on/around the event date. Device passed active current and sleep current test. However, pump error 25 was confirmed due to a connector resistance. After disconnecting and reconnecting the internal battery connector on , the device was monitored and functioned properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.